Event description:
Edwards received information that this bioprosthetic mitral valve was explanted after eight (8) years, five (5) months due to prosthetic valve degeneration with calcification of the leaflets, causing mitral stenosis. This was replaced with an unknown device and the patient was discharged on post-operative day #6.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, an area of a leaflet had been cut and was not returned with the device. Heavy calcification was observed in the remaining cusp areas of all three (3) leaflets and in the free margins near their commissures. Calcification was also confirmed via x-ray. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect, into the orifice, and at the stent outflow. Hematoma was visible on two (2) leaflets on the outflow aspect. Incidental findings: the metal band was exposed at one (1) commissure on the inflow aspect; this damage was likely due to explant. Method: #86 = x-ray. Additional manufacturer narrative - the clinical observation of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.